Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts and a fracture was suspected. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing where all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.